Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) exhibited infection. There were no additional adverse patient effects reported. As of this time, all available information indicates that the s-ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.